Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence due to an artificial urinary sphincter (aus) not working properly. It was indicated that once the device was deactivated it was not possible to reactivate it. A replacement surgery was performed. The patient did not experience any further adverse events and was said to be in good health.